Event description:
Information received by medtronic indicated that the insulin pump had unexpected power loss. Customer changed the battery and an alert was presented. No harm requiring medical intervention was reported. The insulin analysis pump will be returned for further.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
Pump received with missing retainer ring. Unable to perform displacement test due to missing retainer ring. Unit passed the sleep current measurement, active current measurement. However, the power management graph is out of spec. Proceeded by cutting unit open and perform a visual inspection of connectors and electronic assemblies. Per visual inspection, it was determined that the ingress of water corroding electronic assemblies, motor assembly and keypad assembly causing electrical short. Force sensor zero offset within spec (21.7mv). Unable to lock a test p-cap and reservoir into the reservoir compartment due to missing retainer ring. Unit also received with missing reservoir tube o-ring, broken reservoir tube lip, cracked keypad at select button, missing display window cover, cracked case(battery tube), cracked battery tube threads, corroded battery tube, peeling keypad overlay, and keypad overlay texture damage. Pump error 75 alarm was also noted during self test. In summary, customer allegation for unexpected power loss was not confirm. Unit powered up properly after battery installation. However, pump error 75 during self test and power graph was out of spec, after cutting unit open excessive corrosion on electronic assemblies was noted causing electrical short. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.